Event description:
It was reported by the parent of the patient that the physician called and said that an "electrical reset" occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.